Event description:
Baxter manufacturer, item #2r8538, lot # (10)dr21j26048, expiration 10/27/2023. Connection to patient reported as leaking on administration of chemotherapeutic medication. There have been additional reports of this manufacturer and item number of tubing leaking at connection sites.